Event description:
The patient reported that about 3 months ago, she had a power pack that depleted without warning. She stated that she looked at her infusion device display and it was blank. She stated that the power pack was only about 3 weeks old at that time. The patient reported that she changed the power pack and the device operated correctly. No physiological affects reported. No medical attention was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.